Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to repeated use, stress and excessive bending during handling (bending more than when operating at an angle), mechanical stress accumulated on the charged coupled device (ccd) electrical part and imaging cable and destroyed it, causing a temporary contact failure. The event can be prevented by following the instructions for use (IFU) sections which state: instruction manual operation chapter 3 preparation and inspection 3.8 inspection of functions in combination with related equipment -inspection of endoscopic images olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that during a therapeutic laparoscopic inguinal hernia procedure, the image on the endoeye flex deflectable videoscope was distorted when the angle was applied deeply to the right. Disturbance occurred to the extent that the image became nearly black. The intended procedure was completed successfully with the same set of equipment. No patient injury or procedure impact was reported.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.